Manufacturer narrative:
This complaint will be updated when investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to painful trunnionosis and high cobalt levels into bloodstream.